Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope exhibited no image (the image was displayed normally at first, but the image was no longer displayed in the middle of the process). The unspecified issue occurred during set up. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
Updated: b5, d4, d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit ¿olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.